Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced symptoms of an overdose following a standard uneventful refill on (B) (6)2009. On (B) (6)2009, the pt was brought to the hcp clinic with symptoms of lethargy, hallucinating, very loose, appeared not to look like himself, and in a drunken type state. The hcp was concerned the pt may have mistakenly been filled with 2000mcg concentration lioresal instead of 500 mcg concentration lioresal. The hcp removed the drug from the pump, performed a reservoir rinse x2 with preservative free normal saline, and then performed a series of catheter aspirations and priming boluses in order to remove all existing drug of questionable concentration from the system. The drug was to be sent for analysis. He refilled it with lioresal 500 mcg concentration at a dosage he felt was appropriate given the situation. The pt was doing fine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.